Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion at t5-t9 due to fracture. Intra-op, the tip of the tap broke inside the patient. Doctor did a post op CT scan and did not see any artifact. It is unknown that fragments of the instrument remaining in the patient or not. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual optical functional visual and optical examination of instrument confirms tip of the tap is cracked; the crack is approx. 2-3 mm in length and splayed out axially. Tip splay or trumpeting effect and a bent/jammed guidewire is indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent with due to off-axis use of tap with respect to guidewire. If information is provided in the future, a supplemental report will be issued.